Event description:
The pt was connected to the device through quik-combo pacing/defibrillation/ECG electrodes for a cardioversion procedure. The device synchronously discharged defibrillator energy to the pt three times in succession. Reportedly, when the defibrillator was charged again, energy could not be discharged to the pt when the adapter discharge switches were pressed. The operator selected another energy level and charged the device again in sync mode. The pt was successfully cardioverted. The rptr stated that there were no adverse affects to the pt resulting from the reported discrepancy due to the continued use of the device.